Event description:
The customer reported that the probe of the ortho provue analyzer was dripping. The customer indicated that the incident occurred during the previous shift. The customer indicated that it was unk whether error messages were posted. Probe issues may lead to dilution of sample / reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the probe was bent. Replacement of the probe has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).